Manufacturer narrative:
Investigation summary: it was reported that the connector pins on the controller power port were damaged. One controller was returned for evaluation. Six (6) batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. \various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed a bent pin on power port two (2) of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a misaligned connection between a battery's output connector and power port connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the connector pins on the controller power port were damaged. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.